Event description:
It was reported that after a fall, the right ventricular lead had high impedance and high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. P1501dr implantable pulse generator 2006-(B)(6). (B)(4).